Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. The cause of the reported issue could not be definitively determined.

Event description:
It was reported that during the coil embolization, while attempting to retrieve the subject coil, the coil broke in the microcatheter. Both the coil and the microcatheter was removed as a single piece. No consequences to the patient was reported.

Manufacturer narrative:
Device is not available.

Event description:
It was reported that during the coil embolization, while attempting to retrieve the subject coil, the coil broke in the microcatheter. Both the coil and the microcatheter was removed as a single piece. No consequences to the patient was reported.